Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed three dashes in the glucose circle and the user saw a ¿replace sensor¿ alert, consistent with a dexcom g7 pairing or data transmission failure, after which the user entered a fingerstick blood glucose of 57 mg/dl and was advised to remove the ilet and revert to backup therapy. Symptoms included hypoglycemia. Outcomes included interruption of automated therapy and user transition to prior therapy without need for third-party assistance or medical care. Investigation included troubleshooting and education with verification of the on-screen alert and confirmation of low blood glucose via capillary measurement. Investigation of this case revealed a loss of cgm data needed for ilet glucose control, attributable to the external cgm sensor system rather than the ilet hardware or infusion components. It was concluded, based on previously established findings for similar reports, that the cause was cgm communication or sensor performance issue external to the ilet.